Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows no cosmetic issues on the device. The back label and the warranty seal are in good condition. After opening, there were no loose parts found. There are no manufacturing abnormalities found during the evaluation. During functional evaluation, the device was powered up and generates an ¿e8 ¿wand error¿ which could not be reset. The complaint was verified and the root cause could be determined due to an electrical component failure.

Event description:
It was reported that during procedure, fa quantum 2 controller was showing e8 wand error. There was no back up device available, no significant delay and no patient injury or other complications were reported.